Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a right heart catherization interventional procedure. Reportedly, after the knot had been advanced into the tissue tract bleeding still continued. A second proglide was attempted, with the same result. In this instance, the suture trimmer used to advance the knot had been introduced completely into the tissue tract; however, it seemed the knot still needed to be advanced much deeper. The physician believed that the inability to close the artery was most likely related to the patient anatomy. Manual arterial compression was used for approximately 15-20 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported event and associated patient effects could not be determined; however, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.